Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / left side of pelvis(severe), constant / right side of pelvis(not as severe as left side), constant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. A50512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of birth-(B)(6) 2001, (B)(6) 2010 and (B)(6) 2012), cramp in lower abdomen and breast prosthesis implantation in 2007. From 2008 until 2013, the patient received microgynon at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding((vaginal menorrhagia)"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced migraine ("migraines"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pelvic adhesions ("other injury (ies) or complication( s) please describe: adhesion"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), allergy to metals ("nickel allergy test showed she had some reaction to nickel"), menorrhagia ("excessive and abnormal bleeding during menstraution"), headache ("headaches") and mood swings ("mood swings"). The patient was treated with surgery (plaintiff underwent bilateral salpingectomy.) And surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain lower, allergy to metals, menorrhagia, headache, mood swings, fatigue and pelvic adhesions outcome was unknown and the genital haemorrhage, dysmenorrhoea and migraine had resolved. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2013 essure procedure successful.following adequate distention of the uterus and proximal fallopian tubes, bilateral satisfactory ligation has been confirmed. The endometrial contour is normal. There is no peritoneal spill.the bilateral hydrosalpinx was noted diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirmed satisfactory placement of both essure (B)(6) 2013: hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes / total bilateral occlusion/ findings-following adequate distention of the uterus and proximal fallopian tubes , bilateral satisfactory ligation has been confirmed. The endometrial contour is normal. There is no peritoneal spill. On (B)(6) 2012:ultrasound:impression- single live intrauterine gestation with mean gestational age of 9 weeks 6 days +/- 5 days. Crescentic perigestational lucency near the fundus may. Be secondary to implantation or small subchorionic hematoma measuring1.2 (B)(6) 2016:pelvic sonogram:comment-the patient was seen today due to pelvic pain and menorrhagia patient has an essure in situ /pelvic sonogram: revealed a normal uterus. However due to poor visualization of the lower uterine. Segment a transvaginal sonogram was performed. Transvaginal ultrasound: homogeneous uterus. The endometrium is wnl 2 essure stanents(as written) noted. Unremarkable color flow. No adnexal masses or free fluid noted. The right ovary is wnl with c/l and unremarkable color flow,the left ovary is wnl with unremarkable color fl there; was no. Pain elicited during the exam (B)(6) 2016:surgical pathology reports: the specimen is received in formalin, labeled with the patient's name; accession number, with additional labeling, left tube. The specimen consists of a fragmented segment of fallopian tube with fimbriated end, measuring 7.5 cm in total length and 0.4 cm in diameter. The cut surface shows an unremarkable lumen. Representative sections are submitted in 1 cassette. The specimen is received in formalin, labeled with the patient's name, accession number, with additional labeling left essure coil. The specimen consists of a thin, loosely coiled wired device, measuring 16 cm long the specimen is received in formalin; labeled with the patient's name, accession number, with additional labeling, right tube. The specimen consists of a tortuous segment of fallopian tube with fimbriated end, measuring 9.5 cm long and 0.5 cm in diameter. The cut surface shows an unremarkable lumen. Representative sections are submitted in 1 cassette. The specimen is received in formalin, labeled with the patient's name, accession number, with additional labeling right essure coil. The specimen consists of a thin, loosely coiled wired device, measuring 15 cm long. Diagnosis:- left tube, tubal ligation: portion of fallopian tube, completely transected left essure coil, removal: essure coil, gross only right tube, tubal ligation: portion of fallopian tube, completely transected right essure coil, removal: essure coil, gross only quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 24-jan-2018: plantiff fact sheet & medical record received.events "abnormal bleeding (ablation),migraines, dysmenorrhea (cramping), fatigue, pelvic adhesion, nickel allergy. Lot number received. Lab data updated. Concomitant drug & condition, historical drug & concomitant condions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / left side of pelvis(severe), constant / right side of pelvis(not as severe as left side), constant") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A50512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of birth: (B)(6) 2001, (B)(6) 2010 and (B)(6) 2012), cramp in lower abdomen and breast prosthesis implantation in 2007. From 2008 until 2013, the patient received microgynon at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding((vaginal menorrhagia)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced migraine ("migraines"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy test showed she had some reaction to nickel"). In (B)(6) 2016, the patient experienced pelvic adhesions ("other injury (ies) or complication( s) please describe: adhesion"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), menorrhagia ("excessive and abnormal bleeding during menstruation"), headache ("headaches") and mood swings ("mood swings"). The patient was treated with surgery (plaintiff underwent bilateral salpingectomy.) And surgery (ablation was done in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain lower, allergy to metals, menorrhagia, headache, mood swings, fatigue and pelvic adhesions outcome was unknown and the genital haemorrhage, dysmenorrhoea and migraine had resolved. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2013 essure procedure successful. Following adequate distention of the uterus and proximal fallopian tubes, bilateral satisfactory ligation has been confirmed. The endometrial contour is normal. There is no peritoneal spill. The bilateral hydrosalpinx was noted diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram on (B)(6) 2013: confirmed satisfactory placement of both essure (B)(6) 2013: hysterosalpingogram - confirmed satisfactory placement of both essure coils and full occlusion of both tubes / total bilateral occlusion/ findings-following adequate distention of the uterus and proximal fallopian tubes , bilateral satisfactory ligation has been confirmed. The endometrial contour is normal. There is no peritoneal spill. On (B)(6) 2012:ultrasound:impression- single live intrauterine gestation with mean gestational age of 9 weeks 6 days +/- 5 days. Crescentic perigestational lucency near the fundus may. Be secondary to implantation or small subchorionic hematoma measuring 1.2 (B)(6) 2016:pelvic sonogram:comment-the patient was seen today due to pelvic pain and menorrhagia patient has an essure in situ /pelvic sonogram: revealed a normal uterus. However due to poor visualization of the lower uterine. Segment a transvaginal sonogram was performed. Transvaginal ultrasound: homogeneous uterus. The endometrium is wnl 2 essure stanents(as written) noted. Unremarkable color flow. No adnexal masses or free fluid noted. The right ovary is wnl with c/l and unremarkable color flow,the left ovary is wnl with unremarkable color fl there; was no. Pain elicited during the exam (B)(6) 2016:surgical pathology reports:1. The specimen is received in formalin, labeled with the patient's name; accession number, with additional labeling, left tube. The specimen consists of a fragmented segment of fallopian tube with fimbriated end, measuring 7.5 cm in total length and 0.4 cm in diameter. The cut surface shows an unremarkable lumen. Representative sections are submitted in 1 cassette. 2. The specimen is received in formalin, labeled with the patient's name, accession number, with additional labeling left essure coil. The specimen consists of a thin, loosely coiled wired device, measuring 16 cm long 3. The specimen is received in formalin; labeled with the patient's name, accession number, with additional labeling, right tube. The specimen consists of a tortuous segment of fallopian tube with fimbriated end, measuring 9.5 cm long and 0.5 cm in diameter. The cut surface shows an unremarkable lumen. Representative sections are submitted in 1 cassette. 4. The specimen is received in formalin, labeled with the patient's name, accession number, with additional labeling right essure coil. The specimen consists of a thin, loosely coiled wired device, measuring 15 cm long. Diagnosis:- 1. Left tube, tubal ligation: portion of fallopian tube, completely transected 2. Left essure coil, removal: essure coil, gross only 3. Right tube, tubal ligation: portion of fallopian tube, completely transected 4. Right essure coil, removal: essure coil, gross only quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), headache ("headaches"), abdominal pain ("cramping") and mood swings ("mood swings"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent bilateral salpingectomy at flushing hospital in flushing.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, headache, abdominal pain and mood swings outcome was unknown. The reporter considered abdominal pain, headache, menorrhagia, mood swings and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed satisfactory placement of both essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new event "excessive and abnormal bleeding during menstruation, chronic pelvic pain, headaches, cramping, and mood swings" was added. Product stop date and lab data "hysterosalpingogram" was also added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.